Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The intermittent frame rate errors were found to be caused by an intermittency within the umbilical cable. The cable was replaced and the issue was resolved. The replaced cable was received by the manufacturer for evaluation. The cable failed visual inspection. The cable arrived with the lemo connector disassembled. Visual inspection showed that the lemo connector is physically damaged with two of the pin connectors being crushed. Due to physical damage, unable to bench and system test cable. Physical damage to the cable was confirmed. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system displayed frame rate errors intermittently. There was no patient present when this issue was identified. No additional details were provided.